Event description:
A customer observed that the probe of the ortho provue analyzer was bent and dripping. Dripping fluid may lead to dilution of reagent or sample and may lead to erroneous test results. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that the field engineer replaced the air regulator. Post-service qc results were acceptable. Although the service actions restored the instrument to expected operation, the root cause of the event was not determined.